Manufacturer narrative:
H6: investigation summary no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that bd syringe 1ml 27ga 1/2in p cust package was damaged. This occurred on 3 occasions. The following information was provided by the initial reporter: 10 syringes - some are open and some do not have the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml 27ga 1/2in p cust package was damaged. This occurred on 3 occasions. The following information was provided by the initial reporter: 10 syringes - some are open and some do not have the product.